Event description:
It was reported that the patient believed this malleable penile prosthesis had shifted. Computerized tomography (CT) of the pelvis confirmed cylinder migration. A surgical procedure was performed to implant a new malleable prosthesis. On the day of the procedure, fluconazole, vancomycin, and cephalexin was administered. During the procedure, the physician removed a penile cyst, performed a meatotomy, and discovered scar tissue within the penis; distal erosion and a perforation of the urethra were also observed. Necrotic debris was drained from the left corpora. Due to the state of penile tissue, the physician decided to implant a solitary cylinder in the left corporal space and the procedure was completed. No further patient complications were reported.

Event description:
It was reported that the patient believed this malleable penile prosthesis had shifted. Computerized tomography (CT) of the pelvis confirmed cylinder migration. A surgical procedure was performed to implant a new malleable prosthesis. On the day of the procedure, fluconazole, vancomycin, and cephalexin was administered. During the procedure, the physician removed a penile cyst, performed a meatotomy, and discovered scar tissue within the penis; distal erosion and a perforation of the urethra were also observed. Necrotic debris was drained from the left corpora. Due to the state of penile tissue, the physician decided to implant a solitary cylinder in the left corporal space and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
Updated h6 evaluation conclusion codes.